Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported during a prolapse procedure for hemorrhoids that one row of staples at the 9 o'clock position did not fire. Controlled bleeding on staple line with pressure. Pt is reported to be in good condition. There was no adverse pt consequence.